Event description:
It was reported that unit burned. Visual inspection of the unit revealed that a segment of lead wire had broken, allowing a spark to contact the fabric foundation and causing a 3/16" burn. Several other internal components were also broken or damaged. We determined that this report was attributable to misuse on the part of the consumer.